Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and the packaging for another device. The visual inspection of the returned products noted two open foil pouches which each had a retainer inside. Only one suture and needle were returned. The needle was received with the tip broken off. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section, the nurse noticed the tip of the needle was stuck to the inside of the needle driver once the suture was removed. The next missing tip was noticed by the scrub nurse when another tip was found stuck to the outside of non-loaded (previously used) needle driver. Both sutures with missing tips were located on scrub table. The surgeon was aware and stated that the patient had very tough scar tissue that could have attributed to the needle tip breaking. There was no patient injury.